Event description:
It was reported that during the use of the bur, a significant and unusual heating occurred at the rotation of the 2 parts, which resulted in a mild burn with no severity or impact on the patient that surgeon was able to manage. No reported additional medical intervention was required.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: during the use of the bur, a significant and unusual heating occured at the rotation of the 2 parts the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied by the user such as; (bending or prying, which may cause the arthroscopic shaver blades to bend or break). The blade came in contact with a hard object, causing damaging the teeth, and hitting the housing edges. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the use of the bur, a significant and unusual heating occurred at the rotation of the 2 parts, which resulted in a mild burn with no severity or impact on the patient that surgeon was able to manage. No reported additional medical intervention was required.